Event description:
Upon receipt of the device, the user reported a reference sensor test failure occurred. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.